Event description:
It was reported that the male ll adaptor was cracked. The following information was provided by the initial reporter: "our manufacturing department informed me that defective the product (1001-143-022). It seems there is a crack."

Manufacturer narrative:
Investigation: one photo of model 1001-143-022, was received by the customer for investigation. Upon visual inspection, a crack on the luer was observed. The customer's complaint that the device is cracked was verified. No physical samples were available for inspection since the customer sent the samples to the wrong location and could not be located. The product reported was manufactured by supplier (vyaire) and manufacturing information was requested. The supplier conducted a DHR review, and no issues were found during the manufacturing of the reported lot. The product was manufactured according to internal procedure. The mold was transferred from vyaire to the north american molding center (namc) on october 2019. It was disassembled, inspected and cleaned. These inspections and if necessary, corrections are done to all vyaire transfer mold received at the namc before the mold runs. Since the mold was transferred and no issues were found during manufacturing, the root cause could not be determined. The inspection and control processes at namc are designed detect, contain and prevent release of this and all defined defects. The specific defect (crack) was not present in the oq or pq qualification runs for the tool that is used to manufacture this part code.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the male ll adaptor was cracked. The following information was provided by the initial reporter: "our manufacturing department informed me that defective the product (1001-143-022). It seems there is a crack."